Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 45%, within one day. The customer's blood glucose level was 86 mg/dl. Reportedly, an alert was declare for approximately 5.5 hours without the customer acknowledging the alert.